Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2117601 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vessel (vcd)the burst while it was being used. The balloon lose pressure during prep. Therefore, the product wasn¿t available and manual compression was performed for greater than 30 minutes and the patient recovered. There was no reported patient injury. The mynx vcd used in transfemoral catheter angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer (unknown). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst while it was being used. The balloon lost pressure during prep. Therefore, the product wasn¿t available and manual compression was performed for greater than 30 minutes. The patient recovered after the event. There was no reported patient injury. The mynx vcd was used in a transfemoral catheter angiography (tfca). The balloon did not lose pressure after being pulled to the arteriotomy. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx vcd device. The physician has used the device several times prior to this procedure. The mynx vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral arteries were suitability verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using mynx control. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were fully depressed with the clock symbol visible in the tension indicator. The balloon was fully retracted inside the advancer tube. The sealant was not returned. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, locked on the sheath catch. The condition of the returned device does not match the complaint description. However, it is unknown if the device was manipulated after the procedure. Some residual fluid was observed in the inflation tubing of the returned device. Per functional analysis, button 2 was reset to its factory setting to expose the balloon. Inflation/deflation test was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, fluid in the balloon of the returned device was revealed indicating that the device was prepped according to the IFU during the procedure. A product history review of lot f2117601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the mynx control instructions for use (IFU). Based on the information provided, the condition of the returned device and the investigation performed, the reported incident the root cause of the reported incident could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, instructs users to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.